Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer was feeling sick, so checked her blood glucose on the contour next link 2.4. The reading was 100mg/dl. She was feeling dizzy, vomiting, and was in pain, which were usually symptoms for high blood glucose. She went to the hospital, was retested after an hour, and her glucose level was critically high. Specific reading was not provided. She was given an insulin IV. Strip information was not provided. Strips were not expected to be returned. A new meter was sent to her.